Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) received several non-sustained right ventricular over-sensing (nsrvo) alerts due to post paced t-wave over-sensing (pptwos). The patient was asymptomatic. The ICD was reprogrammed, and the patient left in stable condition.